Manufacturer narrative:
(B)(4). Batch # m92k7p. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the titanium tip was broken. Changed to another one to complete surgery. The surgery was delayed. No additional information can be provided and patient consequence was not reported.